Event description:
Customer reported unexpected negative reactions with capture-r ready screen(3), lot r023 when testing a patient sample on the echo. Group/screen testing on the echo resulted as negative.

Manufacturer narrative:
Antibody screening test was performed with the customer's returned sample using returned capture-r ready-screen (3), lot r023, on an in-house echo. The customer's sample exhibited strong positive (4+) reactivity with cells I and ii and was nonreactive with cell iii. The testing was repeated and consistent results were obtained. Manual testing was performed with the customer's patient sample using retention capture-r ready-ID and capture-r indicator red cells. The sample exhibited positive reactivity with all d+ cells and was nonreactive with all d- cells.